Event description:
It was alleged that the device was emitting smoke during the procedure. No injuries or other complications were reported.

Manufacturer narrative:
Visual inspection found no cosmetic or physical anomaly present on the subject controller. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process. At no time during testing did the subject controller show any kind of error message or emit any smoke while activating a known good wand several times without incident. The complaint could not be verified and a root cause could not be determined in association with the subject controller due to the subject unit functioning as intended when tested. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: ensure that the exhaust fan located at the rear of the controller is not obstructed to avoid overheating or any burning odors, the "smoke" could have been residual saline burning off of the wand, or there may have been an issue with one or more of the concomitant devices in use at the time of this complaint event. There are no indications to suggest the device did not meet product specifications upon release into distribution.